Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported textured implants were discovered during open capsulectomy procedure and capsular contracture baker grade unknown. The device has been explanted. This is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Analysis of the returned device identified; cloudy in the gel, red particles on the shell, deformation and the weight the device within specification. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported textured implants were discovered during open capsulectomy procedure and capsular contracture baker grade unknown. The device has been explanted. This is for the left side.